Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original tha on (B)(6) 2021. Patient fell at home and moved the original hip stem when she fell. Surgeon removed original size 4 standard press fit summit stem and 32 +1 ceramic head and replaced with a size 4 standard summit cemented stem and a new 32+1 ceramic head. It was also indicated that there was loosening of the stem at the bone to implant interface. Doi: (B)(6) 2021. Dor: (B)(6) 2021. Affected side: left hip.